Event description:
Complainant alleged that while attempting to defibrillate a 51-year-old female patient, the device took an extended time to charge energy. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including charge time (also while bench handling) and defib cycle testing without duplicating the report using multiple test batteries. The device was recertified and returned to the customer. Review of the device log confirmed that during the last two charge attempts, the device could not reach 200j in the 25 second time limit.there are no other errors surrounding these entries, which suggests there is no device malfunction, and that the battery was not capable of charging to 200j and was depleted. There are no other warnings or entries in the device logs. The battery used during the time of the event was not returned for evaluation. No trend is associated with reports of this type.